Event description:
At the time of the initial complaint, limited information was provided for the initial complaint. A neurosurgeon reported to the distributor that the product involved is duramatrix-onlay conform, noting that "four patients now have come back presenting with headaches and one had a seizure. In post-operation craniotomy scans, it showed inflammation around the dural graft site. The patient who presented with a seizure had fluid and was infected, leading to a take-back to the or a month later." The neurosurgeon noted "all cases were craniotomies. "One was a tumor, meningioma, middle fossa/csf leak, and a subdural. This complaint pertains to patient #1, who underwent a craniotomy and subsequently experienced a headache. Additional information was received on 07/07/2025. The lot number and item number have been provided. The initial surgery was on (B)(6) 2025. The patient developed headaches and dysarthria roughly 1 week later. The patient presented to the emergency department (ed). Mr imaging showed dural enhancement around the operative site. There was a concern for seizures and the patient was started on medical therapy. Was monitored in the hospital for a few days and symptoms slowly and completely resolved. Patient overall did well.